Event description:
It was reported that the new lesion was located in an older saphenous vein graft to the right coronary artery that was moderately tortuous and moderately calcified. Predilatation was performed with a 2.0x12 trek balloon successfully prior to stenting. The 2.5x23 mm mini vision stent was advanced to the lesion and the stent delivery system balloon was inflated; however, the balloon ruptured at 10 atmospheres. The stent implant was adequately deployed and after postdilatation was performed the procedure was ended. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the stent was implanted in saphenous vein graft to the right coronary artery. The instructions for use states: the multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): incorrect anatomy. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.